Event description:
It was reported that the insulin pump has a unresponsive button. Reporter stated the button does not always react correctly. Advised that the insulin pump should be returned for analysis and a replacement will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no express bolus button response due to flattened express bolus button dome switch. Insulin pump received with cracked reservoir tube lip and scratches on lcd window.